Event description:
When the physician was delivering the cypher, he felt strong friction and so retrieved the cypher from the patient. Then he confirmed the distal portion of the stent to be flared. The target lesion was distal right coronary artery (rca). The lesion was a de novo, highly calcified and moderately tortuous. There was 75% stenosis. A radial approach was chosen for the procedure. Pre-dilatation with a balloon catheter (voyager nc) was conducted and then cypher (3.5/18mm: complaint product) was delivered to the target lesion, but the cypher would not cross the lesion. When the physician was delivering the cypher, he felt strong friction in the vessel when crossing the lesion, so he retrieved the cypher from the patient. When the device was removed, he confirmed the distal portion of the stent to be flared. To finish the procedure, a vision stent (3.5/18mm) was implanted at the target lesion without any friction or issues. The procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.